Event description:
It was reported that a pt on a respirator and a dopamine infusion had a valvuloplasty procedure via right femoral vein. An 8x4 mm opta valvuloplasty balloon was advanced to the pulmonary valve and manual pressure was applied. The catheter was exchanged for a 10mmx4cm opta and manual pressure was applied x5. The opta was removed and an 18mmx5.5cm aortic valvuloplasty balloon was inserted in the pulmonary artery where 4 manual inflations were performed. At this time, the left femoral vein was accessed and a 10x4 opta balloon was advanced to the pulmonary artery and the valvuloplasty and opta balloons were manually inflated simultaneously x7. Malfunction of the valvuloplasty balloon happened after several inflations. Several devices were used in an attempt to remove the balloon via the sheath, including nc ranger balloon, biopsy forceps, catheters, wires and amplatz gooseneck snare. Part of the valvuloplasty balloon was removed. The left femoral vein was then surgically exposed in the cath lab and the remaining balloon piece was removed. The pt was transferred to cardiac care unit in stable condition.